Manufacturer narrative:
On 12-jun-2024, additional information was received indicating the medication value changed was "yes" to "no". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 22-jan-2024, additional infomration was received indicating prolonged hospitalization was required with admission date (B)(6) 2023 and discharge (B)(6) 2023. The adverse event is expected/anticipated and medication was provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 24-ot-2024, additional information was received indicating the relationship to study device value has been updated from "possible" to "not related". Additionally, investigators opinion on if the adverse event expected or anticipated was updated from ¿yes¿ to ¿n/a (not related/not serious)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). No information (ni) available for the section e reporting party identity and email. This report is being submitted late due to a retrospective review of complaints for the qdot micro products. Biosense webster¿s investigation determined that upon approval of qdot in the united states on november 23, 2022, the electronic complaints system was not updated and therefore medical device reports were not submitted in a timely manner. Through biosense webster¿s investigation it was determined that this was an isolated case. An internal action was opened to address this issue. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30881605l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by bwi, a patient with a history of supraventricular tachycardia (svt) with primary atrial tachycardia right atrium underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle on (B)(6) 2023 under general anesthesia. No device used for esophageal monitoring. On same day of index procedure on (B)(6) 2023, patient is noted to have experienced a 3rd degree av block. Primary investigator categorized as possibly related to the study device: ablation catheter:qdot micro:d139505; and possibly related with procedure. The event was categorized as severe in severity, serious, a serious deterioration in health as it required medical or surgical intervention to prevent life-threatening illness or injury, or permanent impairment to a body structure or a body function and expected/anticipated. Patient did not die. Patient outcome is recovered/resolved with end date of (B)(6) 2023. Patient required a surgical intervention of a pacemaker implantation. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.